Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed a neurological dysfunction on (B)(6) 2021. The patient experienced symptomatic epilepsy. The location of the central nervous system (cns) event was unknown. Computed tomography (CT) scan was performed that revealed an altered mental state, brain stroke. The patient was treated with anticonvulsant drug and no surgical intervention was performed. The possibility of a relationship between the device and the event was thought to be low but undeniable.

Manufacturer narrative:
E1: reporter email not available. Related MFR # 2916596-2022-10888. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.